Manufacturer narrative:
Device disposition presently unknown.

Event description:
A mitroflow dla19 - s# (B)(4) was implanted on (B)(6) 2015 by dr. (B)(6) at (B)(6) at aortic position. On (B)(6) 2018 the dla19 was explanted and a carbomedics top hat s5-019 - s# (B)(4) was implanted by dr. (B)(6) at the aortic position. No further information received.

Manufacturer narrative:
Please see date of report, event, date rec¿d by MFR, PMA/510k, if follow-up, what type. The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model#: dla19, s/n#: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla19 mitroflow aortic pericardial heart valve at the time of manufacture and release. Since the surgeon could not provide additional information on the reason of the explant and the device was not returned to the manufacturer, further investigation could not be performed. Based on the information available, the exact root cause cannot be determined.